Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced experienced an increase in ventricular pacing thresholds and impedance. Oversensing was also observed. An invasive procedure was performed and the physician elected to replace the ICD. Blood was observed in the lead and the physician felt there may be an insulation breach, so he capped the lead. A new ICD and lead were implanted. The ICD is not market released in the united states.